Event description:
Customer reports a nurse confirmed the air leakage from the pilot balloon. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the patient. Customer confirmed that no fault was identified during pretesting efforts.

Manufacturer narrative:
(B)(4). Evaluation in progress. Once the sample is evaluated, a summary of the investigation results will be provided in a supplemental report.